Event description:
(B)(4). Found out this year on the same day ((B)(6) 2015) that my implanting physician failed to implant two coils, which were left behind. My medical record states that she had removed them, and returned them to the manufacturer. My x ray this year proves that to be false. This should be added to my previous report. Currently awaiting insurance approval for hysterectomy at age (B)(6).